Event description:
The manufacturer received information alleging a ventilator was alarming for low circuit leak and there was an increase in ventilation volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs replaced to address the issue.